Event description:
Customer reported hospitalization due to high blood glucose. Customer experienced blurry vision, thirsty, dehydration, nausea and abdominal pain. The blood glucose reading at the time of the event was 500 mg/dl. Hospital treated with IV. The current blood glucose reading is 277 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. The device downloaded properly and no excessive no delivery alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.